Event description:
The customer's father stated that his daughter experienced high bg's (270 mg/dl) with high ketones while wearing a pod. As a result, she was hospitalized for a day. The father thought her condition may have been attributed "to what she ate"; the hospital, however, believed her condition may have been "caused by the pod". A kink was reportedly seen in the cannula, though no alarm was initiated. While at the hospital, the pod was removed and the customer was treated with IV fluid. No product will be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.